Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they cannot read insulin pump screen to do dosing, insulin squirting during priming and buttons are unresponsive and sticking out. The customer's blood glucose value was unknown. The customer also reported that they hear unusual sound during rewind. The insulin pump will not be returned for analysis.